Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a mark on the intraocular lens (iol) was observed in the central optic following an iol implant procedure. The surgeon believes it is more of a crack within the iol, rather than a mark from loading. The patient's vision is not impacted and will be monitored. Additional information was requested.